Event description:
A sporadically malfunctioning valve caused some erroneous results in a glycated hemoglobin assay performed on the automated device. Qc material at the beginning and end of the run was acceptable. The results were reported except for three results which were less than 20. Hosp's policy is to rerun to check any result less than 20. When they were reassayed the results were 11.7, 16.3, and 20.3. They were reassayed a third time with results of 10.1, 12.8, and 12.6. The entire original run was reassayed using the manual method and was found to have 11 out of the 30 results which were significantly different from the original run on the device. The MFR was notified and the malfunctioning valve was replaced.